Manufacturer narrative:
Date sent: 10/01/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the device was preloaded and the jaws would not open outside of the pt. Another device was used to complete the procedure. There was no pt consequence.